Event description:
Right ureteral stent was placed six months earlier. Doctor was attempting to remove the stent during surgery when he encountered encrustation at the lower end of the ureteral stent on the right side. A 0.038 guidewire was passed into the right renal pelvis under fluoro. He attempted to remove the stent and was met with resistance. Therefore, he proceeded to remove the stent gradually under direct vision. There was a significant amount of encrustation noted in the stent and on the distal portion which would not allow the stent to come through the urethra easily. With some negotiation, he was able to free the stent and removed it intact. Another ureteral stent was placed. There was some trauma to the urethra secondary to the removal of the encrusted stent.